Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was experienced during eval. The door not fully latched was caused by a failed lower link switch. The lower auxiliary assembly (containing the link switch) was replaced.